Event description:
It was reported that, "during the tka, the surgeon noticed a fracture of tibia bone after he implanted the series 7000 standard tibia. Usually, when he implants a series 7000 standard tibia, he only uses a final press fit tibial punch. And he does not spread any bone cement on a keel he only spreads a under surface."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.